Event description:
It was reported that this right ventricular lead exhibited pacing inhibition. Reprograming options for the device were discussed. This lead remains in service. No further adverse patient effects were reported.